Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer believes the insulin pump was not delivering insulin as it should, and her blood glucose was running high. It was stated that in the past her insulin pump has alarmed no delivery if the insulin was not exiting. No further info was provided.